Event description:
Treatment of a fistula. During onyx injection, it was reported that the microcatheter had holes along the tube; therefore, onyx came out of the holes and occluded the external carotid. The physician continued the procedure with the same onyx, but another apollo microcatheter. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was consumed in the event. (B)(4).